Manufacturer narrative:
B.5. Updated. H.6. Results code 2: 213: the engineering evaluation stated the following: the following was shared: the device had been deployed. The leading end of the delivery catheter was broken. The broken leading end of the catheter was able to be removed from the body. The cause for the catheter breakage could not be determined with the available information.

Event description:
The following information was reported to gore: on (B)(6) 2019, a patient underwent treatment of bilateral common iliac artery aneurysms with gore® excluder® aaa and endoprostheses and gore® excluder® iliac branch endoprostheses. The right side ibe devices were implanted successfully. The left side ibe devices were successfully deployed also, despite the aneurysm being very large. Following deployment of the first internal iliac component, the delivery catheter was withdrawn. Upon withdrawal it was noted the olive and part of the delivery catheter were missing. Two additional stents were implanted distally. The olive and catheter were successfully retrieved with no adverse outcome for the patient. Reportedly the physician may have been moving quickly.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient underwent treatment of bilateral common iliac artery aneurysms with gore® excluder® aaa and endoprostheses and gore® excluder® iliac branch endoprostheses. The right side ibe devices were implanted successfully. The left side ibe devices were successfully deployed also, despite the aneurysm being very large. Following deployment of the first internal iliac component, the delivery catheter was withdrawn. During withdrawal an audible a snap in the delivery catheter was heard and felt. This snap occurred at the point when the catheter was entering the 12fr. Gore® dryseal flex sheath. After withdrawal it was noted that the olive and part of the delivery catheter were missing. Two additional stents were implanted distally per case plan. Then the olive with attached delivery catheter segment was retrieved by hooking, with an internal stiff amplatz wire, and dragged out. There were no adverse outcomes for the patient.

Manufacturer narrative:
H.7. Updated.